Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The guidewire was stuck in the device. The guidewire was protruding from the distal end of the device 7.5 cm and from the proximal end of the device approximately 173 cm. The device and the catheter shaft were analyzed for damage. There was no damage on the device. Functional testing was completed by connecting the device to the jetstream console. The device functioned as designed. The guidewire was removed from the device with pulling force. Inspection of the remainder of the device revealed no damage or irregularities. The jetstream device dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list.

Event description:
It was reported that the jetstream catheter became stuck on the wire. A 2.4mm jetstream catheter and a non-bsc filter wire were selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the jetstream became stuck on the non-bsc filter wire. It was not possible to retract the filter from the jetstream device. Everything was removed together. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that the jetstream catheter became stuck on the wire. A 2.4mm jetstream catheter and a non-bsc filter wire were selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the jetstream became stuck on the non-bsc filter wire. It was not possible to retract the filter from the jetstream device. Everything was removed together. The procedure was completed with a different device. There were no patient complications.